Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the smooth side of the device exhibited a textured appearance. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vascu-guard was rough on both sides. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). ¿the actual device and a companion sample were received for evaluation. The evaluation was performed on the companion sample.¿ should additional relevant information become available, a supplemental report will be submitted.